Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported high blood glucose event. Caller did not know what was going on with his insulin pump. The blood glucose was 463 mg/dl; tried to deliver a bolus, but the screen went blank. Customer treated with manual injection. The insulin pump continued to deliver insulin after she released the act button. The insulin pump goes blank and comes back on. The blood glucose level increased to 565 mg/dl. Caller stated that she is taking her husband to the hospital. Nothing further reported.